Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: unknown with the limited information they have provided, to the best of my knowledge this is correct. The patient had bile leak on an unknown surgery date. Another surgery was required. Additional information was received via email on 06dec2018 from [] "[], I was able to locate the date from the case of dr. Stevens. The date was 10/16 and in dr. [] note, he stated that there was bleeding from the cystic artery causing the case to open." Intervention: the bile leakage required another surgery. Patient status: unk.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: unknown. With the limited information they have provided, to the best of my knowledge this is correct. The patient had bile leak on an unknown surgery date. Another surgery was required. Intervention: the bile leakage required another surgery.